Manufacturer narrative:
Device evaluated by MFR.: synergy balloon catheter was received for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Examination of the crimped stent via scope found evidence of stent damage with stent struts lifted and pulled distally from the proximal to mid-section. Examination of the hypotube shaft identified multiple hyptoube kinks. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that a procedure was cancelled due to a device malfunction. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex. The lesion was predilated with a 2 mm balloon and the physician attempted to deploy a 3.00 x 16 synergy stent. However, the device would not track and was removed. The physician used a guidezilla as support to deliver, but the stent still would not track. The stent was removed again and another device was used to proceed with the procedure and even then the device failed to track. The procedure was cancelled and will be rescheduled for a rotational atherectomy procedure. No complications were reported.

Event description:
It was reported that a procedure was cancelled due to a device malfunction. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex. The lesion was predilated with a 2 mm balloon and the physician attempted to deploy a 3.00 x 16 synergy stent. However, the device would not track and was removed. The physician used a guidezilla as support to deliver, but the stent still would not track. The stent was removed again and another device was used to proceed with the procedure and even then the device failed to track. The procedure was cancelled and will be rescheduled for a rotational atherectomy procedure. No complications were reported.